Event description:
It was reported to philips that the system was intermittently unable to perform exposure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic procedure was completed normally after a delay of less than 20 minutes. The philips remote service engineer (rse) contacted the customer and confirmed the reported issue. The quotation was not accepted, and service was canceled by the customer. Therefore, no additional investigation or corrective action was possible or has been provided by philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.